Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in three pieces for analysis. An external insulation abrasion was revealed at the connector region of the lead, which breached the connector boot. The outer insulation was not damaged in this location. The cause of the reported event was due to the external insulation abrasion, which breached the connector boot. And is consistent with friction to the device can.

Event description:
During a procedure, insulation damage was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.